Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented with hematuria, lactate dehydrogenase (ldh) of 3460, and haptoglobin was less than 10 and slightly abnormal pump sounds. No power elevations noted on interrogation. Review of the event log files by technical services contained about 5 days or data, and did not contain any adverse events and showed no indication of equipment failure. Additional information received from the vad coordinator reported that the echocardiogram showed severely dilated lv, av opening. The pump was exchanged due to thrombus.